Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA, which states " the nurse hung cefepime as scheduled; it was hung as secondary. Patient has double lumen PICC, other antibiotics infusing in other lumen. Two hours later, the nurse noticed the cefepime never infused. Asked another nurse to help troubleshoot issue. Roller clamps and PICC clamp were open; PICC flushes fine. They attempted to reset secondary settings on alaris, still not infusing. Switched infusion to different channel on alaris and antibiotic began to infuse. Rescheduled subsequent doses to meet schedule of every 6 hours as ordered. Patient stable, no injury. The patient did not require treatment as a result of the event. Rn did not pull the malfunctioning equipment from service and did not contact biomed about the problem. Rn, is new and still on orientation. The preceptor did not know that she was supposed to pull the equipment, place a biomed work order or complete a biomed debriefing form. No identifiers for this device are available"